Event description:
The customer reported that during the excision of mediastinal lesion and thoracoscopy procedure, a piece of the active waveguide detached from the dissector. Nothing fell into the pt's cavity. The piece was retrieved from the surgical area. There was no pt injury from this occurrence. The surgeon opened another dissector and installed it onto the system in order to successfully complete the procedure.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.